Event description:
It was reported that during the pre-use check, leakage of air from the product was detected. No patient injury. No other information is available for this complaint.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product samples and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found it could be observed a top view of the circuit product. The pictures focus on a section where tier damage is observed due embedded resin in circuit. The returned sample was visually inspected and found tier damage due to embedded resin in the circuit. Functional testing of the sample performed, the bag was inflated and successfully passed; however, the circuit did not pass and leakage as failure mode reported was confirmed. The root cause of the reported issue was found to be manufacturing - the screw and barrel wear on flights, condition that affect directly to the internal plastination process due worn flights on screw. An escalation was initiated on january 20, 2022 under an internal CAPA to replicate and confirm the potential causes identified through an internal non-conformance report (ncr) which is in process. If the occurrence of this issue increases significantly, additional corrective actions will be taken. D4: UDI number and g5 are unknown, no product information has been provided to date.